Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged for another lens model and power thirteen months following the initial implant procedure.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Iol returned in two (2) segments in a plastic specimen container. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint. The reported complaint is lacking in relevant information such as the type of defect observed to complete a thorough investigation. The returned lens shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all lenses are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Due to the lack of information, we are unable to verify if the lens contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).